Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that the end of the g7 depth gauge fractured. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h10 one g7 depth gauge item# 110010717 lot# 404634 was returned and evaluated. Upon visual inspection the device had fractured at one of the measurement tabs with some scuffing on the handle. Sem analysis of the g7 depth gauge sample showed that it fractured due to bending overload. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined, however sem analysis suggests the failure to be overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.